Event description:
On (B)(6) 2014, a patient was implanted with a gore® hybrid vascular graft for arteriovenous access. It was reported to gore that on (B)(6) 2014, the patient presented with arterial steal syndrome. A surgical tapering of the arterial anastomosis was performed. The graft is functioning well without any problems.

Manufacturer narrative:
A review of the manufacturing records indicated that the device met pre-release specifications.the device remained implanted; consequently, a direct product analysis was not possible.